Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 400 mg/dl. Customer reported that the cannula is not bent but don't think that the cannula is long enough. The insulin pump will not be returned for analysis.